Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident and treated with manual injection. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer declined to test insulin pump. Customer states they performed displacement test on insulin pump and it passed. The insulin pump will not be returned for analysis.